Event description:
An amo field service specialist reported that while at the customer location servicing, the system smoke was observed coming from the computer when it was switched on.

Manufacturer narrative:
The amo field service specialist replaced the computer and verified that the system performed per its specification. The computer was returned to the manufacturer for further inspection. The returned computer was evaluated and it was found that the power supply board had burnt which prevented the computer from starting up. All pertinent information available to amo has been submitted. Placeholder.